Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 59.1cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified mid circumflex artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for dilation. However, while trying to cross the lesion, the shaft broke. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified mid circumflex artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for dilation. However, while trying to cross the lesion, the shaft broke. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.